Event description:
Healthcare professional later reported "yellow-white calcifications" and "hole non-specific". The device has been explanted.

Event description:
Patient reported right side "silicone knots where present" and exchange from textured to smooth due to the patients concern of them implant. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and patient concern with the implant.